Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's exact blood glucose value was unknown. The customer was requesting that a trainer check her insulin pump settings. The customer's healthcare provider had attempted to change the settings but ws unfamiliar with the insulin pump to do so. The customer did not return the product for analysis.